Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra resilia (s3ur) valve in the native aortic position, the balloon to the 26mm commander delivery system ruptured towards the end of s3ur valve deployment due to calcium of the left ventricular outflow tract (lvot). It was noted that an additional 2cc was added to the balloon prior to inflation. The ds and balloon were retracted back into the 14fr esheath+ without difficulty and removed from the patient. Per report, there was mild paravalvular leak (pvl) but the s3ur valve was not post dilated. There were no additional adverse outcomes to the patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imaging was provided and revealed calcification in the patient's landing zone. In this case, while the complaint of balloon burst could not be definitively confirmed, the provided images support the likelihood of such an event. Available information suggests that patient factors (calcification) likely contributed to the reported balloon burst. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was reported that the balloon was deployed using an extra 2cc. While the prescribed nominal inflation volume is provided in the IFU, over-inflation can subject the balloon to pressures high enough to cause it to burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.